Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: the bottle holder was damaged with a crack. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a crack in the bottle holder due to cause traced to component failure. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that the bottle holder was damaged with a crack. There was no patient involvement.